Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by the customer. The clogged channel was found during reprocessing. The procedure was not affected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable malfunction occurred due to mishandling. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The channel tube was clogged with tool that could not be removed. Additional issues were identified during the device evaluation: the objective lens and the light guide lenses were cracked; the air/water cylinder and the suction cylinder were discolored. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the reprocessing of the evis exera iii colonovideoscope, it was noted that the biopsy channel was clogged. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the channel tube was clogged with a foreign object, and it is unknown when the clogging occurred. This report is to capture the reportable malfunction of a foreign object in the channel tube found at estimation.